Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient¿s battery charger indicated a red flashing light whenever one of his batteries was inserted into the battery charger. This occurred when the battery was inserted into any of the battery charger ports. Of note, the patient had been asked to remove this battery from service in (B)(6) 2017. The device was removed from service. A preliminary analysis of the device revealed an overvoltage fault by the analog front end module.

Manufacturer narrative:
Product event summary: it was reported that the battery would flash red when connected to a battery charger. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing indicates that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault detected by the analogfront end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Based on the available information, the battery flashing red when connected to a battery charger was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.